Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low- blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.8 mmol/l. Blood glucose level at the time of call was 2.8 mmol/l. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as feeling sick for low blood glucose value. Customer was treated with food. Auto mode was not active at the time of event. Customer will continue the use of device. No further patient complications were reported.